Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine perforation ('uterine perforation') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. 621814) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psychological injury"), device dislocation ("migration"), urinary tract infection ("urinary problem -urinary tract infection"), cystitis ("bladder problem- bladder infection"), vaginal discharge ("vaginal") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device ("post implant pregnancy "). The patient was treated with surgery (salpingectomy (bilateral) and essure removal and salpingectomy (bilateral)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, cystitis, vaginal discharge and vaginal infection had resolved and the uterine perforation, fallopian tube perforation, psychological trauma, pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered cystitis, device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: confirmation test done. Lot number: 621814 manufacture date: 2006-12 expiration date: 2008-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine perforation ('uterine perforation') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psychological injury"), device dislocation ("migration"), urinary tract infection ("urinary problem -urinary tract infection"), cystitis ("bladder problem- bladder infection"), vaginal discharge ("vaginal") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device ("post implant pregnancy "). The patient was treated with surgery (salpingectomy (bilateral) and essure removal and salpingectomy (bilateral)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, cystitis, vaginal discharge and vaginal infection had resolved and the uterine perforation, fallopian tube perforation, psychological trauma, pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered cystitis, device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: confirmation test done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: this is retention case. All relevant information from deletion case ((B)(4)) is transferred to this case. Reporter information added. Pregnancy outcome was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine perforation ('uterine perforation') and fallopian tube perforation ('fallopian tube perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psychological injury"), device dislocation ("migration"), urinary tract infection ("urinary problem -urinary tract infection"), cystitis ("bladder problem- bladder infection"), vaginal discharge ("vaginal") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device ("post implant pregnancy "). The patient was treated with surgery (salpingectomy (bilateral) and essure removal). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, cystitis, vaginal discharge and vaginal infection had resolved and the uterine perforation, fallopian tube perforation, psychological trauma, pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered cystitis, device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: confirmation test done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine perforation ('uterine perforation') and fallopian tube perforation ('fallopian tube perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psychological injury"), device dislocation ("migration"), urinary tract infection ("urinary problem -urinary tract infection"), cystitis ("bladder problem- bladder infection"), vaginal discharge ("vaginal") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device ("post implant pregnancy "). The patient was treated with surgery (salpingectomy (bilateral) and essure removal and salpingectomy (bilateral)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, cystitis, vaginal discharge and vaginal infection had resolved and the uterine perforation, fallopian tube perforation, psychological trauma, pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered cystitis, device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: confirmation test done. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.